Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a routine generator replacement and, during the procedure, the patient¿s right ventricular lead was capped and replaced on (B)(6) 2018 due to the lead having been fractured. The patient was stable before, during and after the procedure.